Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information from a consumer reported that there was a time when she had surgery done, and the patient was in severe pain. The patient had shooting pain in the leg, and they couldn't get it to stop. This was a sudden change in therapy/symptoms. The patient mentioned she was "out" at the time. It was unknown when the event occurred. Additional information received from the patient in response to follow-up reported that scar tissue had pushed the leads out of position, leading to the pain during surgery that was previously reported. A revision surgery had taken place to add a paddle and to remove the scar tissue to put the leads back in place. The patient's relevant medical history includes non-malignant pain and complex regional pain syndrome type 1.